Manufacturer narrative:
H6: investigation summary: the customer reported the filter was leaking, and returned one used sample. The sample was infused and the air vent on the filter was observed to leak. Complaint verified. The root cause was tested by infusing the filter underwater with pressurized air, and checking for bubbles. This test isolates the root cause to errors with the filter (cracks, rips, etc), or to issues with the solution infused. There were no bubbles observed, meaning the root cause must be something that was infused through the filter. The filter supplier has verified this cause. Device history record review for model mz9271 lot number 21065073 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector had leaking near the filter of the bifuse. The following information was provided by initial reporter here is the verbatim: leaking near filter on bifuse.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector had leaking near the filter of the bifuse. The following information was provided by initial reporter here is the verbatim: leaking near filter on bifuse.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.